Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer's mother reported that the unit of measurement setting of their freestyle mini meter changed. The customer was given more insulin twice due to readings in the incorrect unit of measure. The customer did not experience any symptoms other than feeling a little low. There was no report of death or serious injury. The customer's meter was returned and testing confirmed the memory overwrite malfunction on 11 jan 07.